Manufacturer narrative:
Reliability analysis unable to confirm insertion anomaly due to customer return only sensors. Both needles were missing.

Event description:
It was reported that the sensor cannula was bent and the sensor was not in patient's skin.